Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture (grade iii/IV). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 325cc mentor memorygel breast implant and suffered right-sided grade iii/IV capsular contracture postoperatively. As a result, the patient had the device explanted and replaced with a like device (serial number (B)(6)) on (B)(6)2017. On (B)(4) 2019, mentor became aware that psr submission reference numbers (B)(4) and (B)(4) were duplicated. Any additional event information, if received, will be submitted under this manufacturer¿s report number.